Event description:
Device 3 of 3. Ref MFR report: 1627487-2013-04767 and 1627487-2013-04768. It was reported the pt had received a burn while recharging the ipg with the charging system. The pt reported the incident had happened 5 months before and a scab formed and more recently there was a scar. The pt reported the ipg was shallow under the skin. It was also reported the system would turn on randomly and a shocking sensation would occur in her left leg which would cause her to draw her legs toward her chest. The pt was no longer receiving effective stimulation and had discontinued the use of the scs system. It was reported the physician planned to explant the system. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA). Investigation was performed. Pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.